Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rare/intermittent t-wave oversensing (twos) had been observed on the right ventricular (rv) lead. It was noted that there is a history of twos. It was also noted that the rv pacing had decreased. The rv lead was reprogrammed and remains in use. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.